Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 30-40% of the bd safetyglide¿ needles in the box were blocked during use. The following information was provided by the initial reporter: "as per cs, there is a concern with the bore of the needle, the liquid will not go into the needle. It is about 30-40% of the boxes that they have an issue with."

Event description:
It was reported that 30-40% of the bd safetyglide¿ needles in the box were blocked during use. The following information was provided by the initial reporter: "as per cs, there is a concern with the bore of the needle, the liquid will not go into the needle. It is about 30-40% of the boxes that they have an issue with."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.